Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product image review: submitted images appear to display distal tip of inserter broken off. X-ray review: intra-op x-rays demonstrate a returned piece of a distractor instrument used for disc space preparation and placement of an interbody spacer. Likely cause is excessive manipulation of the instrument in the disc space creating shear forces excessive to the instruments rated strength.

Event description:
It was reported that intra-op, a large part of the distractor trial broke off in the disc space of patient's body and could not be retrieved.

Manufacturer narrative:
Product analysis: visual examination of the returned instrument identified tip and inner shaft fracture approximately 20 mm from the distal tip. Microscopic examination of the fracture surface identified a fairly ductile fracture surface with adjacent material deformation consistent with bend stress overload.